Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met while filling the cartridge. Multiple syringe needles were used. As the event occurred in the past, tandem technical support was unable to perform a system check. Customer's blood glucose was not impacted.